Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the software issue. The technical support specialist dialed on to the application and restarted communication service. The serial number, UDI and manufactures details kept blank since the given asset information found to be enterprise user. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system orders not crossing. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.